Event description:
Same case as MDR ID (B)(6). It was reported that during a percutaneous transluminal coronary rotational atherectomy procedure, a guide wire detachment and vessel perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. An unspecified balloon catheter was first selected to dilate the lesion; however, it could not cross the lesion. Rotablation was then decided to be performed. A 325cm rotawire was selected and advanced to the target lesion. A 1.5 mm rotalink burr was then selected and advanced to treat the target lesion. Ablation of the target lesion was then performed. Five (5) ablations were done with a rotational speed of 190,000rpm/10sec each. During ablation, it was noted that the tip of the burr seemed to be advanced or exposed to the external vessel wall for a brief moment. After ablation, the burr was pulled back to its platform position. They intended to perform ablation with the burr again, but the burr was stuck in platform position. The burr and the rotawire were then removed together. Once the devices were outside of the patient, it was noted that 8cm of the wire had detached inside the patient and the target vessel was perforated. Two covered stents were then advanced to stent the separated rotawire to the vessel wall and to treat the perforation. It was further noted that the burr did not come into contact with the wire. The physician felt that the wire detached during ablation due to the tortuosity of the vessel which resulted in the burr perforating the vessel. It was also reported the patient had a previous CABG of the lad and cx, therefore, there was not serious bleeding and the procedure was completed without sudden changes in the patient¿s condition. There were no additional patient complications reported and the patient was stable at procedure end.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).